Manufacturer narrative:
Other, other text: d3, g1,2 email is: regulatory.responses@icumed.com d4: model, catalog, serial, UDI number unavailable. G5: 510k number unavailable. H4: device manufacture date unavailable. No product was returned. The investigation determined the most probable cause to be the total volume delivered not being cleared after the infusion, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted., corrected data: h6: health effects.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was programmed a lipid infusion to run a 0.6ml/hr and states that the pump delivered the lipid at 1.2ml/hr. The nurse also changed syringe sizes and the pump did not confirm the size change. No patient injury reported.